Event description:
It was reported that: "patient had revision due to trauma of the knee causing instability."

Manufacturer narrative:
The following other devices were also listed in this report: series 7000 standard tibia, cat# 7115-0007; lot# t98n190. Scorpio cr tib insert, cat# 72-2-0708; lot# 35865301. It cannot be determined which, if any of these devices may have caused or contributed to the patient's instability. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. The x-rays and medical records were requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.